Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means. In this state, the need for therapy could not be determined, if it were needed. There were no adverse consequences to the patient as a result of the reported event.

Manufacturer narrative:
Section b5 executive summary of initial MDR indicates: the customer contacted stryker to report that their device would not display an ECG trace through any means. In this state, the need for therapy could not be determined, if it were needed. There were no adverse consequences to the patient as a result of the reported event. Section b5 executive summary of initial MDR should indicate: the customer contacted stryker to report that their device would not display an ECG trace through any means. Additionally, the customer reported that the monitor discharged a charge for a shockable rhythm during patient care. In this state, the need for therapy could not be determined, if it were needed. There were no adverse consequences to the patient as a result of the reported event. Section f10, h6 device code grid of initial MDR indicates: failure to sense section f10, h6 device code grid of initial MDR should indicate: failure to sense, charging problem. Section h11 additional mfg narrative of initial MDR indicates: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issue. Proper device operation was observed through functional and performance testing. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h11 additional mfg narrative of initial MDR should indicate: stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank. A stryker service representative performed an initial evaluation of the customer¿s device and was not able to duplicate the reported issues. Proper device operation was observed through functional and performance testing. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The electronic records were downloaded for reviewing. The reported issues were able to be verified. The paddle electrodes were disposed on the scene by the customer and therefore could not be returned for evaluation. A root cause of the reported issue was unable to be determined.

Event description:
The customer contacted stryker to report that their device would not display an ECG trace through any means. In this state, the need for therapy could not be determined, if it were needed. There were no adverse consequences to the patient as a result of the reported event.